Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/15/2026, the patient was driving his car at the time of the wearable failure. Less than an hour after the wearable failure symptoms included hallucinations and he was lost which is presumed to mean he was disoriented. That day he had been fasting. He did not recall the last cgm value from the device. There was no details provided indicating any medical intervention or third-party assistance to return home. After he arrived home a bg fs value was 40 mg/dl, and he self-treated with candy and bread to elevate his bg level. The patient declined to provide other event details. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.